Event description:
It was reported to philips that the system will not boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse replaced the hard disk drive and recreated image storage. After replacement, the system was returned to use in good working order.